Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 serial(B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead product ID 977a260 serial(B)(4) implanted: (B)(6)2014 explanted:(B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the neurostimulator (ins) and lead were replaced and the patient got one new lead and everything was working well now. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep called inter-operation and stated that the patient gained weight and was unable to charge. The rep was unable to do a prm because of weight gain. The ins was being replaced. The rep further stated that the leads had moved. The doctor removed the leads and plans to replace them at another date. No further complications were reported or anticipated.